Event description:
It was reported that stent damage occurred. Patient presented with chest pain and has previous coronary artery bypass graft. Patient was brought to the catheterization laboratory for investigation and was referred for coronary angiogram which revealed a tight lesion at the anastomosis of the bypass leading to the native circumflex artery. Secondary to the nature of the anastomosis, crossing difficulties was encountered. Using the correct non-bsc catheter, access was obtained and numerous non-bsc balloon catheters were attempted for use in order to create a sufficient pathway for the stent. Following predilation, a 2.75x32mm promus element drug eluting stent was selected for use to treat the lesion. However, as it passes through the guiding catheter, it failed to cross. Another percutaneous transluminal coronary angioplasty (ptca) was performed to create better access. The stent delivery balloon was re advanced towards the lesion. Due to the lesions tortuousity, difficulty maneuvering the stent was encountered and eventually the device's shaft kinked. The device was retrieved intact, however, it was noticed that the stent struts had also protruded. The procedure was ended due to a difficult access and tortuousity of the vessel. The patient was treated only with ptca and no stent was implanted.

Manufacturer narrative:
Device evaluated by MFR.: the device was returned for evaluation. The returned unit exhibited a hypotube fracture 4.2cm from the strain relief. The shaft was also kinked at 10cm from the catheter tip. Stent damage was present. Stent struts were raised on the proximal section of the stent. No further damage was present. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. Patient presented with chest pain and has previous coronary artery bypass graft. Patient was brought to the catheterization laboratory for investigation and was referred for coronary angiogram which revealed a tight lesion at the anastomosis of the bypass leading to the native circumflex artery. Secondary to the nature of the anastomosis, crossing difficulties was encountered. Using the correct non-bsc catheter, access was obtained and numerous non-bsc balloon catheters were attempted for use in order to create a sufficient pathway for the stent. Following predilation, a 2.75x32mm promus element drug eluting stent was selected for use to treat the lesion. However, as it passes through the guiding catheter, it failed to cross. Another percutaneous transluminal coronary angioplasty (ptca) was performed to create better access. The stent delivery balloon was re advanced towards the lesion. Due to the lesions tortuousity, difficulty maneuvering the stent was encountered and eventually the device's shaft kinked. The device was retrieved intact, however, it was noticed that the stent struts had also protruded. The procedure was ended due to a difficult access and tortuousity of the vessel. The patient was treated only with ptca and no stent was implanted.

Manufacturer narrative:
Device is a combination product. (B)(4).